Event description:
It was reported that patient was revised on a left knee due to pain. Primary was done on (B)(6) 2008. Patient was having patella pain. The surgeon removed the patella and cemented a new patella.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown patella. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.